Event description:
It was reported that a flutter ablation was attempted but that the catheter did not deliver radio frequency (rf) energy. The catheter was replaced and the procedure successfully completed. The catheter was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4): the catheter was returned and no anomalies were found.